Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer reported they performed reprocessing before send the device to olympus, and there was no delay. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. As a result of confirming contents of instruction manual at the time of shipment of the product, the event can be detected and prevented by following the instructions for use about reprocessing: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
During the device inspection, it was observed the evis exera ii ultrasound gastrovideoscope exhibited foreign material on the knob wire. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.